Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the cartridge load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and resolved it by sending a replacement pump, instructing the customer to put the old pump into storage mode before returning it to tandem. The customer was advised to program their settings and connect their cgm to the new replacement pump. The pump was within warranty, and the customer planned to use mdi as a backup therapy while awaiting the new device.